Event description:
It was reported that the patient fell on their implantable neurostimulator (ins) over a month ago and felt a weaker stimulation "stream" (did not feel as strong) with a loss of therapeutic effect. The patient stated that the area felt "bruised". No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. [Omitted information related to pe (B)(4) regarding the patient recharger issue].

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).